Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 38 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt returned for a routine follow-up, and the CT demonstrated that the stent graft has migrated 15 mm distally due to disease progression, with a proximal type 1 endoleak present. At the time of the migration, the aneurysm is 60 mm in diameter, and the aortic neck is measured at 23 mm in diameter below the renal arteries and 24 mm in diameter 15 mm below the renal arteries. The physician elected to repair the stent graft migration with an aneurx aortic cuff with successful results. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Intervention required. Endoleak, graft migration. Disease progression.